Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early sensor expiration message occurred. No additional event or patient information is available. No product or data was returned for evaluation. Confirmation of the reported issue could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Catalog # - correction "sts-or-001".